Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.00 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the wrong lens was implanted in error. Another same model/length but different diopter (-9.50) lens was implanted and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found the haptic torn and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d9: updated device available for evaluation ((B)(6) 2021). G3: updated date received by manufacturer ((B)(6) 2021). Claim#: (B)(4).